Manufacturer narrative:
A device recall was initiated for this product on 1/6/1998.

Event description:
Two of these circling bands broke during an ophthalmic procedure. Another type of band was used for the procedure. There was no report of pt injury.